Event description:
Pt admitted in 2004 with mi. Card cath 6 stents (taxus) placed in lad and circumflex. Three days later presented with chest pain and 2nd mi. Four days later, cath stents placed. Thrombus found in diagonal and previous stent dilated. Taxus stent placed in dx.